Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and wouldn't power on after several battery changes. The customer reported that she tapped the device, then received an error alarm. Blood glucose level at the time of the incident was 200 mg/dl. During troubleshooting, the customer inserted a new battery and the insulin pump powered on again. During a follow up call, the customer reported that the insulin pump had an off/no power alert without a low battery alert occurring first. The customer was advised to monitor the insulin pump. The device was not replaced or returned for analysis.